Event description:
It was reported that this artificial urinary sphincter was removed as it was not working. Upon explant, a tiny hole was found in the balloon resulting in device fluid loss. A new artificial urinary sphincter was implanted. No patient complications were reported.